Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient implanted with an impella 5.5 experienced alarms for placement signal low and placement signal readings that were inaccurate and drifted. The impella 5.5 placement was verified to be in good position with imaging. Subsequently, the patient was monitored with cuff pressure. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The patient was successfully weaned from the impella 5.5 during the transplant procedure and underwent a donor heart transplant. The patient's outcome at explant was survived.

Manufacturer narrative:
The investigation was completed and no product or data logs returned. Placement signal issue/false alarm. The clinical details indicate that the sensor appeared to be drifting down and not matching the blood pressure cuff and causing nuisance ps low alarms. Due to lack of data logs or product returned, the root cause of the placement signal issue and false alarm cannot be established. Device history review was completed and passed all the post sterile inspection checks.